Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patent presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited a loss of capture. On (B)(6) the patient presented to the clinic and the loss of capture was noted. The device was successfully reprogrammed. The patient was in excellent condition and would continue to be monitored.